Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: : (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. Patient alert for svc(hvx) lead z = 104 ohms on (B)(4) 2012 03:00:04. Weekly pace measurement log data shows impedance increase for min and max svc = 94 to 100 ohms peak between (B)(4) 2012.

Event description:
It was reported that there was an alarm triggered for an impedance increase. The lead remains in use and no intervention was taken. There were no reported patient complications as a result of this event. It was reported that there was an alarm triggered for an impedance increase and high impedance. The lead remains in use and no intervention was taken. There were no reported patient complications as a result of this event.

Event description:
It was reported that there was an alarm triggered for an impedance increase and high impedance. The lead remains in use and no intervention was taken. There were no reported patient complications as a result of this event.